Event description:
It was reported that there was iodine leakage from the minicap transfer set. This occurred after connecting a minicap to the transfer set after peritoneal dialysis therapy. When the same minicap was connected to another transfer set, there was no leakage of iodine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.